Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned and the customer complaint of "pink image" was confirmed. Additionally found were the following failures: the fibre bonding in the outer tube area (distal end) is damaged. The protector of the video cable section is cut. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A definitive root cause could not be identified. Three attempts were performed to obtain additional information, but no further information was received from the customer to date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had an event with a pink image. This happened during an unknown procedure. There was no reported patient harm.